Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, inappropriate automatic mode switch caused by right atrial lead noise oversensing was observed. No intervention was performed at this time. The patient would continue to be monitored. The patient was in stable condition.